Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide, ¿do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.¿

Event description:
It was reported that the sensor wire appeared to be shorter than expected. Reportedly, when the transmitter was not snapped into the sensor upon removal of the sensor. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.